Event description:
This was a cardiac vascular intervention case for a chronic total occlusion in the right coronary artery (rca). The physician was unable to pass a low-profile balloon through the lesion, so an elca laser catheter was used to lase. The guidewire appeared as if it was inside the lumen of the vessel, however, after lasing, it was determined that the guidewire had in fact gone subintimal. As intended, the laser followed the guidewire, however, because the guidewire was subintimal, the laser caused an injury in the rca. A decrease in blood pressure was noticed and a medtronic 25x20 balloon was used unsuccessfully to tamponade the injury. The patient required an emergent pericardiocentesis and 300 ccs of fluid was removed. The patient was stable after the procedure.